Manufacturer narrative:
H2.h6)the component was returned to the manufacturer for analysis. Analysis found that the unable to confirm reported complaint. Installed powersupply ps1 in test system. The system initialized. Generator, communication and charging readied. Ps1 output voltage was 5.22vdc. 2d and 3d images were successful. B01,c19,d14 are applicable continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000450, serial/lot #: (B)(6) rev. G medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(H3,h6) medtronic representative went to the site to test the imaging system and initially checked +5vdc powersupply ps1 supply. Initial value was 5.11vdc and within 10 minutes of monitoring the voltage drifted to 4.8 - 4.7vdc. Replaced ps1 supply and adjusted to 5.15v dc. Monitored for 20 minutes and supply remained steady. Tested system by acquiring replicate 2d and 3d scans. No issues encountered and confirmed image quality. Handed system back to customer for clinical use. B01,c02,d02,g02027 are applicable continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000450. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that system not able to acquire 2d or 3d images. Logs revealed "recoverable error: (38) +5v power supply was out of range." No patient was present at the time of event.